Event description:
It was reported that this pacemaker exhibited far field oversensing which led to an inappropriate atrial tachy response (atr) episode. Technical services (ts) was consulted, and programming options were discussed. No adverse patient effects were reported. This device remains in service.